Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a peeling aliquot probe. The cse aligned all server 1 probes. The cse ran mix tests, a quick check and quality controls, all resulting without error. The cause of the discordant, falsely low fpsa results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low free prostate specific antigen (fpsa) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. Patient sample (B)(6) was repeated after the instrument was serviced, matching the higher repeat result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low fpsa results.